Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a subtotal gastrectomy on (B)(6) 2011 and suture was used. Post operatively, the patient experienced wound dehiscence on (B)(6) 2011. The wound was resutured on (B)(6) 2011.